Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen and also customer received with multiple insulin pump errors. The blood glucose was 83 mg/dl at the time of the incident. Assisted customer with clearing battery out limit. Assisted customer in performing a self-test which was passed. Customer stated that, the display did not return. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.